Manufacturer narrative:
(B)(4). The patient disconnected from the set-up without following proper procedure which can lead to air entering the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient explained that they were going to open their transfer set but instead they accidentally disconnected themselves. The patient quickly reconnected, but after that saw air in the patient line. The technical service representative explained proper procedure and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.